Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site by a field service technician. A visual inspection, alarm log review and a power on self-test were performed. During the alarm log review and power on self-test an f-38 alarm was identified on channel 2. The cause of the alarm was inoperative force sensing resistors (fsrs). The fsrs were replaced to fix the reported condition. The pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.